Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: balloon would not deflate resulting in a temporary occlusion in the rca. Device issue: failure to deflate. It was reported that the procedure was to treat a calcified lesion in the mid/distal rca, with tortuosity. The lesion was located in a second bend. The decision was made to direct stent with a 3.5x15mm vision stent. It was a challenge to deliver the stent from the start. The stent was finally placed and the balloon was inflated, but it was a challenge to see the balloon to determine if it was inflating. The device was deflated, the contrast was dumped out and fresh contrast added. The balloon wss then inflated to 12 atm. The inflation was slow, but the balloon was now visible. After deployment, an attempt aws made to deflate the balloon, but it would not deflate. At this time there was no distal flow. Several different attempts were made to deflate the balloon by changing the inflation device, then using a 20cc syringe, and then a 30cc syringe, but there was no apparent change. A bmw guide wire was advanced to see if it could get passed the balloon, but it was unsuccessful. Another company's device was then used in an attempt to rupture the balloon, but was unsuccessful. After 10 to 15 mins of these attempts, the balloon appeared to be partially deflated. The stent delivery system (sds) was pulled hard and the guiding catheter moved almost to the lesion.the sds was pulled on again and 3/4 of the device was able to be pulled into the guiding catheter (gc). There was some flow at this time, timi 2, so the sds and gc were removed as a system. Another company's gc was then used and a 3.5x08 powersail was used to post-dilate the vision stent. There was a second lesion located in the proximal rca, which was not intended for treatment, but since it was unk what damage might have occurred during the procedure, another vision stent was implanted there to protect the ostial. Twenty-four hrs post-procedure the pt's enzymes were negative. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that stent delivery system (sds) was returned with blood visible on the hub, hypotube, inflation lumen, balloon, and in the guide wire lumen, inflation lumen, and balloon. There was contrast visible in the inflation lumen. The stent implant was not returned. The balloon was loosely folded. There were two kinks in the hypotube 3.5 and 23cm distal to the strain relief tubing. There was no other damage noted to the sds. A new indeflator, filled with water, was used in an attempt to pressurize the balloon, but due to the dried contrast, the balloon would not inflate. The sds will be left pressurized overnight. After the sds was left pressurized overnight, the dried contrast was dissolved and fluid leaked out of a pinhole .5mm distal to the proximal seal. There were no scratches visible on the balloon. The sds was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.